Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/10/2015 with the following findings: investigation revealed that a crack in the battery compartment at the threads. Evaluation revealed that the force sensor calibration and the force sensor resistance were found to be out of specification. The pump was opened and there was evidence of contamination found on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked at the threads. Evaluation also revealed that the force sensor calibration and force sensor resistance were out of specification. In addition, there was evidence of contamination found on the force sensor component. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/10/2015.